Event description:
Customer reported, they felt the output of their vaporizer was higher than expected. There was no report of pt involvement.

Manufacturer narrative:
The unit was returned to the mfg site for investigation. The unit was tested, and output was found to be high to mfg specifications. The root cause of the high output was found to be due to wear-driven breakdown of the mating surfaces of the rotary valve and rotary valve plate.